Manufacturer narrative:
(B)(6).

Event description:
It was reported that the touch screen was faulty. The device was not being used for medical treatment; no further details were provided regarding the event. No patient or user harm was reported.

Manufacturer narrative:
Per the good faith effort (gfe) response, it was reported that the touchscreen was not working, and needed to be replaced.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. It could not be confirmed if the customer replaced the touchscreen. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation.